Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacturer. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary from the information obtained, the cause of the blackout could not be determined. Disconnection from the board, failure of ccd, etc. Are assumed. If there is no problem at the time of shipment, it is judged that the event occurred between the time of shipment and the complaint report.

Event description:
Pentax medical was made aware of a complaint on 29-jun-2021 that occurred (B)(6) in the pai region. The endoscope failed to provide an image when connected to the video processor. Possible out of box failure involving pentax medical video duodenoscope model ed34-i10t2, serial number (B)(4). Pentax medical customer service added the text "failed connection to processor" to the RMA notification. The device was sent to a local distributor for analysis and is now pending return to pentax medical for evaluation. The loaner endoscope is part of a 522 study and has not been received by pentax medical for evaluation as of 27-jul-2021. The investigation is in-process.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.